Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user updated the mobile app and then experienced an ¿unable to proceed. Please check notifications¿ alert when attempting change cartridge and tubing, with the pump unable to rewind or complete fill tubing despite multiple dry runs and new supplies, consistent with an alarm malfunction during tubing fill and a potential occlusion or load-process failure of the pump assembly. Symptoms included hyperglycemia with a reported blood glucose of 320 mg/dl for approximately five hours. Outcomes included initiation of backup subcutaneous insulin therapy using tresiba and humalog, continued cgm use, and device shutdown pending replacement. Investigation included guided troubleshooting, repeated load attempts without consumables, repeated fill tubing sequences, and confirmation that data sync could not be completed due to the error state. Investigation of this device revealed persistent ¿unable to proceed¿ alarms during the load process with no notification icon present and an inability to rewind, consistent with a pump alarm malfunction during fill-tubing and suspected occlusion pathway issue, with the device component implicated as the pump/load mechanism. It was concluded that the complaint was successfully duplicated and determined to be caused by a failed software update. The device was updated by a failure investigation team member without issue and functioned normally afterwards.